Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a food bolus. Reportedly, the customer's blood glucose (bg) level was 400 mg/dl with moderate ketones. The customer delivered a correction bolus to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.